Event description:
Bone screws bent intra-operatively. After plate was fixed, surgeon tried to reduct it and noticed on x-ray that screw was bent. Extended surgery by 30 mins because of the time taken to replace screws.